Event description:
It was reported that during a knee arthroscopy procedure, the tip of the blade unit broke. It was further stated that the tip come out with the entire shaver and nothing was left if the patient. Another unit was immediately available for use and no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.